Event description:
It was reported dr. Reported that he had supervised patient use of our product, holding the switch down continously 20 minutes despite their comments that the unit was too hot. He then realized that his patient back was burned.